Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle removed from the patient? Popped off outside of the patient¿s body. When the dr was pulling tension on the suture closing fascia. Lot number? Rgmabp. Procedure name and date? Ventral hernia repair on (B)(6) 2022. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2022 and barbed suture was used. The needle broke off the suture after the doctor took a few throws in tissue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.